Event description:
It was reported that a caregiver called regarding elevated blood glucose while the user was connected to the ilet system, noting morning hyperglycemia consistent with dawn phenomenon and that the user had taken levothyroxine earlier that morning. Investigation included review of the event by customer support with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that glucose correction was expected via insulin delivery per system operation. The user's reported symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no emergency treatment, and self-management with guidance to allow the pump to correct and to call back if glucose did not trend down within 90 minutes. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia with unclear cause and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.